Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to their health care facility with reports of experiencing shock therapy. Device interrogation was performed and found the device delivered one inappropriate shock as a result of oversensing noise signals. Isometric maneuvers were performed and able to replicate the observed noise. Technical services (ts) was consulted for additional troubleshooting recommendations as well as review of a previously reported inappropriate shock that reportedly exhibited similar behavior. Subsequently, the device system was explanted and replaced with a dual chamber implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.